Event description:
Covidien received info stating that an 840 ventilator generated an alert and stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
This report is currently being investigated. As additional info is received, a supplemental report will be issued. (B)(4).